Event description:
Edwards received notification that a 7300tfx27mm valve implanted in the mitral position was explanted after approximately six (6) years and eleven (11) months due to pannus, calcification and slightly thickened leaflets leading to stenosis (peak gradient 19mmhg, mean 9mmhg) and moderate regurgitation. As reported, two leaflets were moving and one leaflet showed restricted motion. This case involved a 54 year old patient who presented with increased shortness of breath on exertion before valve replacement (nyha class iii). Reportedly, there were no patient's factors that could have contribute to the host tissue overgrowth. A 27mm mitris valve was implanted in replacement. Patient was noted as to be discharged home.

Manufacturer narrative:
Added information to sections b5, b7, d4, h4 and h6 (type of investigation) updated sections h6 (investigation findings) and h6 (investigations conclusions) the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Host fibrous (pannus) tissue growth is not a malfunction of the device. The most likely cause is patient factors. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Event description:
Edwards received notification that a 7300tfx27mm valve implanted in the mitral position was explanted after approximately six (6) years and eleven (11) months due to pannus leading to stenosis and moderate regurgitation. As reported, two leaflets were moving and one leaflet showed restricted motion. This case involved a 54 year old patient who presented with shortness of breath before valve replacement (nyha class iii). A 27mm mitris valve was implanted in replacement. Patient was noted as to be discharged home.

Manufacturer narrative:
This event (manufacturer ref (B)(4)), reporter under medwatch # 35104 was found to be a duplicate of manufacturer ref (B)(4) reporter under medwacth # 35355. Therefore, sections b5, b7, d4 (serial number), h6 (clinical code)a and h6 (device code) were updated accordingly with the information provided under medwatch # 35355. Updated section h6 (type of investigation). H3: the device was returned for evaluation. Customer report of pannus, stenosis and regurgitation were confirmed. X-ray demonstrated wireform intact and moderate calcification on all three leaflets. Extrinsic calcific deposits were observed at the free margin of leaflets 1 and 2 near commissure 2 on the outflow aspect and on the surface of leaflet 3 on the inflow aspect. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 10mm on leaflet 1 at both the inflow and outflow aspect. Host tissue overgrowth on the stent circumference was moderate at both the inflow and outflow aspects. Host tissue overgrowth fused leaflets 1 and 3 by 9mm at commissure 1. Calcification fused leaflets 1 and 2 by 2mm at commissure 2. As received, leaflet 2 was in the open position. Open leaflet was not able to be pushed back into closed position when probed. Host tissue and calcification restricted leaflet mobility and led to stenosis and regurgitation. Wireform was exposed on commissure 1. Sewing ring cloth was cut around leaflet 1. One suture fastener and suture thread remained attached to the sewing ring.

Manufacturer narrative:
Based on new information received updated section b5 (new information: peak gradient 19mmhg, mean 9mmhg), section b6 and b7.

Event description:
Edwards received notification that a 7300tfx27mm valve implanted in the mitral position was explanted after approximately six (6) years and eleven (11) months due to pannus and slightly thickened leaflets leading to stenosis (peak gradient 19mmhg, mean 9mmhg) and moderate regurgitation. As reported, two leaflets were moving and one leaflet showed restricted motion. This case involved a 54 year old patient who presented with increased shortness of breath on exertion before valve replacement (nyha class iii). Reportedly, there were no patient's factors that could have contribute to the host tissue overgrowth. A 27mm mitris valve was implanted in replacement. Patient was noted as to be discharged home.

Event description:
Edwards received notification that a 7300tfx27mm valve implanted in the mitral position was explanted after approximately six (6) years and eleven (11) months due to pannus leading to stenosis and moderate regurgitation. As reported. Two leaflets were moving and one leaflet showed restricted motion. This case involved a 54 year old patient who presented with shortness of breath before valve replacement. Reportedly, there were no patient's factors that could have contribute to the host tissue overgrowth. A 27mm mitris valve was implanted in replacement. Patient was noted as to be discharged home.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.